Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed low impedances on the left lead. Additionally, following recent weight loss, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein a new pocket was created and the lead and ipg were replaced to address the issue

Manufacturer narrative:
The reported observation of impedance issues was confirmed when referencing the returned lead. The root cause was due to two lead wires having damage resulting in a complete separation of the wires. The damage to the lead wire strands appeared even, suggesting the wires were cut. It was stated in the record that shortly after the implant procedure the patient was unable to place the ipg in MRI mode, which is consistent with the lead wires being cut during the implant procedure.